Manufacturer narrative:
The pt then sought treatment from a plastic surgeon who reported full-thickness soft tissue necrosis at the right marionette fold. No evidence of infection was observed. During a f/u exam the physician reports the skin has epithelialized with decreasing edema and tenderness. The pt's healing is progressing normally. She is to continue with bactroban treatment. The pt has left for china and will f/u with the physician when she returns. Since the pt was injected by an unk physician the procedure details and radiesse lot number are unavailable.

Event description:
Physician is treating a pt injected by an unk physician for full thickness loss of the right oral commissure, naso labial fold and alar rim. The pt reported experiencing immediate pain and swelling on the right side during the procedure. The pt was started on nitroglycerin ointment, antibiotics clindamycin and cipro immediately by the injecting physician. Symptoms at that time included severe swelling and discoloration of the left face and nose.